Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total gastrectomy, the donut ring was checked after the device was fired and a metal piece that looked like a clip was found in it. The metal fragment was retrieved. The anastomosis was recreated with the eea2535 again. There was unanticipated tissue loss. When both donut rings were compared, the initial donut ring had a deficiency. Last known patient's status: under observation. Operating time extended: more than 30 minutes. It was unknown whether reinforcement material was used.